Event description:
On (B)(6) 2013, it was reported that the physician's programming system was having issues during use since last week. During interrogation, the progression bar would freeze for several minutes before a hard reset would be performed. Additionally, it would also freeze at interrogation successful, which would resolve with a hard reset. The handheld could be used intermittently, but the issue was replicated by the manufacturer's representative using a demo generator. No further details were provided.

Event description:
The handheld and flashcard were received for analysis on 03/10/2014. Analysis of the handheld was completed on 03/25/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 03/25/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.